Manufacturer narrative:
(B)(6). Please also note the date of implantation/event date is unknown. The event date reported/the alert date of (B)(6) 2016. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a call was received from a radiologist advising that an optease retrievable filter was inserted into the patient upside down in another country. The physician was able to retrieve the filter successfully. The product is not being returned for inspection. There was no reported patient injury. Additional information has been requested but is not available at this time due to the device being implanted in another country. The product lot number is not available. There were no reported labeling issues being alleged for the product. There were no known or reported product issues during the index procedure. Additional information received indicated that the product was probably implanted approximately fourteen to fifteen days prior to the removal procedure. It is believed that the device was implanted from the neck. The product was successfully removed as a standard removal with the approach being from the neck. The removal of the device was said to probably be easier as the anti-migration hooks were pointing inferiorly. The concern was that the device could have migrated prior to removal. Films could possibly be provided but they just show the device upside down, its removal and a pre and post cavogram. No other information is available at this stage.

Manufacturer narrative:
As reported, a call was received from a radiologist advising that an optease retrievable filter was inserted into the patient upside down in another country. The physician was able to retrieve the filter successfully. There was no reported patient injury. Additional information has been requested but is not available at this time. The product lot number is not available. There were no reported labeling issues being alleged for the product. There were no known or reported product issues during the index procedure. Additional information received indicated that the product was probably implanted approximately fourteen to fifteen days prior to the removal procedure. It is believed that the device was implanted from the neck. The product was successfully removed as a standard removal with the approach being from the neck. The removal of the device was said to probably be easier as the anti-migration hooks were pointing inferiorly. The concern was that the device could have migrated prior to removal. Films could possibly be provided but they just show the device upside down, its removal and a pre and post cavogram. No other information is available at this stage. The device/components were not returned for analysis. A sterile lot number was not provided; therefore, a device history record review could not be conducted. The reported ¿inaccurate placement-upside down¿ could not be confirmed as the device was not returned for analysis and review of the image provided did not conclusively confirm the complaint. The exact cause of the event reported could not be determined. The instructions for use instruct, ¿according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the sheath introducer hemostasis valve. This is indicated by the printed colored arrows and text (femoral: green; jugular/ antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the opteaser retrievable filter), as far as possible into sheath introducer hemostasis valve. Slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer.¿ given the limited information available for review, there is no indication of a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.